Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typicla of that produced by calcified plaque during iabp. Although it was rpt'd that difficulty was encountered removing the iab from the iab which became entrapped and needed to be surgically removed from the pt. Although the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood to become too large for percutaneous removal or to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been rpt'd in literature and has been experienced by users of intra-aortic balloons. Co therefore urge the user, as co has in the instructions, to discontinue pumping and consider the removal of the balloon from the pt at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of the balloon, you would be well advised to call for a vascular consultation, as was done in this case.

Event description:
After iabp for a few hours, the iab leaked. The dr was unable to remove the iab. The iab was entrapped. No second iab was inserted. As a result of the event, the iab needed to be surgically removed. The following was rpt'd on 4/18/97: the iab was inserted into the pt on 3/19/97. After iabp for about twelve hours, the "leak in iab circuit" alarm sounded from the pump. All the connectors were checked then the pump autofilled and began pumping. The same alarm sounded and the gas line was examined. Blood was seen at the white connection balloon and tubing. A stopcock was attached to the gas line and drawn back. Blood filled the line. An attempt was made to withdraw the balloon through the sheath. A cutdown was performed to remove the balloon. A second was not inserted. Event complications; the iab was entrapped/surgically removed - rpt'd 3/19/97. Pt current status: unk - rpt'd 3/19/97.